Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h6: part: 292.060.10. Lot: 8575p31. Manufacturing site: balsthal. Release to warehouse date: 17-january-2024. A manufacturing record evaluation was performed for the finished device 292.060.10 lot 8575p31, and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that the packaging bag of the k-wire ø0.6 l70 sst 10u appears to be cut off /damaged at one of the ends. The packaging contains seven wires instead of the ten wires. In addition, a puncture was observed on the bag possible caused by the tip of the wire. Also one wire was observed in opposite side and one wire was observed bent. While no root cause can be established, it is probable that the packaging got damaged during handling/transport/storage process. The observed bent condition of the wire was consistent with a random component failure that may have been caused by exposure to unintended forces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for k-wire ø0.6 l70 sst 10u . There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the client received a package of k-wires with three missing items out of ten. This report is for a 0.6mm kirschner wire w/trocar point 70mm. This is report 1 of 1 for (B)(4).